Event description:
It was reported that when the battery drawer of the external pulse generator is opened the device shuts off after 40 seconds. The device has not had this malfunction while connected to a patient. The biomed department was instructed to return the device for repair. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).